Manufacturer narrative:
The customer could not provide product information. It's not possible to determine the manufacture date without the meter information.

Event description:
The customer ran a blood glucose test on his contour next link meter and the reading was 369mg/dl. He re-tested using a different meter and the reading was 115mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer did not have access to his products so no information was provided. No product was replaced at this time.